Manufacturer narrative:
System components: reservoir model: 720185-01, lot sn: (B)(4), mfg date: 08/09/2010, exp date: 10/01/2015, gtin: (B)(4).

Event description:
It was reported that the patient had a consultation appointment on 04jun2019 to request a revision of an inflatable penile prosthesis(ipp) device due to a defective device. The patient is asking for the office to confirm with the manufacturer that the replacement will be provided at no cost as the device only lasted four years. No further information was reported.

Manufacturer narrative:
Additional information received that the patient had a revision surgery on (B)(6) 2019 and the cylinders and pump were replaced. The ams700 ipp cylinders were visually inspected and functionally tested. Buckling folds were present in both cylinders. A leak was present in the body of cylinder 1 that was the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. No leaks were present in cylinder 2. The ams 700 momentary squeeze (ms) pump was visually inspected. The pump was not functionally tested as the kink resistant tubing (krt) was worn to the filament and a leak was present in the pump to reservoir krt due to fatigue. This identified leak would affect the functionality of the device and therefore confirm the allegation of the device operating differently. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. System components reservoir model- 720185-01 lot sn- (B)(6). Mfg date- 08/09/2010 exp date- 10/01/2015 gtin- 00878953005669.

Event description:
It was reported that the patient had a consultation appointment on 04jun2019 to request a revision of an inflatable penile prosthesis(ipp) device due to a defective device. The patient is asking for the office to confirm with the manufacturer that the replacement will be provided at no cost as the device only lasted four years. No further information was reported.

Event description:
It was reported that the patient had a consultation appointment on (B)(6) 2019 to request a revision of an inflatable penile prosthesis (ipp) device due to a defective device. The patient is asking for the office to confirm with the manufacturer that the replacement will be provided at no cost as the device only lasted four years. No further information was reported.